Event description:
The customer reported that after a preventative maintenance was performed, the system would not boot up. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and gib circuit boards were reseated and gib power supply was adjusted. The system was then found to be operating as intended.